Event description:
During prep, the opticross ivus catheter was not active when plugged into the sled. Manufacturer response for opticross ivus catheter, opticross ivus catheter (per site reporter). Mfg notified by site.